Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of high blood glucose level. She reported her blood glucose level to be 581 mg/dl at the time of hospitalization. At the time of the report her blood glucose level was 385 mg/dl. The customer was advised to disconnect from the pump to perform troubleshooting and the pump was working properly. The product is not being returned. Nothing further to report.